Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the popliteal artery using an indigo system aspiration catheter 6 (cat6) and non-penumbra sheath. During the procedure, the physician experienced resistance after advancing the cat6 approximately one third into the sheath and noticed the cat6 would not advance any further. Consequently, the physician noticed the mid shaft of the cat6 became ovalized. Therefore, the cat6 and sheath were removed. The procedure was completed using a new cat6 and non-penumbra sheath. There was no report of an adverse effect to the patient.